Manufacturer narrative:
The manufacture previously reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced preventively. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, software was updated. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced preventively. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, software was updated.